Event description:
The customer reported that the prongs on back of the heartstart mrx for battery were broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.